Manufacturer narrative:
Batch review performed on 27-10-2025, lot 2318136: (B)(4) items manufactured and released on 21-may-2024 expiration date: 2029-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold (1 as 141478a and 1 as 141478b) with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
On (B)(6) 2024, the patient had primary knee surgery. On (B)(6) 2025, the patient came in due to patella tracking issues and the cause was unknown. The surgeon revised all components to hinge components. The surgery was successfully completed (B)(4)). Presently, on (B)(6) 2025, the patient came reporting pain due to patella tracking issues and the cause is unknown. The surgeon revised the femur, insert, offset, augments, and extension stem. Natural patella was kept. The surgery was completed successfully